Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor stopped working occurred. The sensor was inserted into the abdomen on (B)(6) 2021. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss due to potential patient misuse as the app was manually closed. The reported event of a sensor stopped working is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.